Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an auto off alarm. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer about the auto off alarm safety feature and to check with their healthcare provider before modifying the setting.